Manufacturer narrative:
The recipient was reportedly diagnosed with seborrheic dermatitis with potential component of contact dermatitis related to the cochlear implant. The recipient was prescribed fluocinonide solution to the scalp daily for up to two weeks as well as ketoconazole (nizoral) 2% topical shampoo once daily. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient also presented with a body rash which has resolved. The recipient's issues are reportedly improving. The recipient was given an urgent referral for a dermatologist. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's skin looks healthy and all issues reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a fungal infection. The recipient is presenting with dry, broken skin under the headpiece. The recipient's doctor recommended moleskin. The recipient was prescribed a dandruff shampoo and lotrimin twice a day for fourteen days.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.